Event description:
It was reported that the patient was feeling pain and pressure at the bottom of her stomach near her bladder. It was stated that the patient was tested for a bladder infection and was awaiting the results. It was noted that the patient could feel the stimulation "every now and then". It was reported that the stimulator was working for her bladder symptoms and she was "able to make it to the bathroom". The patient was able to go through the whole night without having an "accident". It was stated that the patient feels pressure when she bends over. It was noted that the incision "looks good", but it was "a little sore and puffy". The patient was on program 1 at 6.5 amps. The patient turned the stimulation off and pain in the vaginal and pressure went away. When the patient turned stimulation back on she "immediately felt pain and pressure again". The patient turned the stimulation down to 5.8 amps and stated that it was comfortable and the pain "significantly decreased". She was not feeling pain or pressure as she was before. It was reported that the patient was feeling "some burning near the rectum and vagina". It was noted that the patient "may have some infection". Further information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
Product ID, 3093-33 lot# va03lks,# implanted: 2012 (b)(5), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4) .